Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had experienced a blood glucose of 475 mg/dl. The patient could not bolus due to an inactivated bolus wizard; the customer was assisted with programming the bolus wizard. The patient had also experienced a blood glucose of 36 mg/dl this morning, which was treated with strawberry juice. Troubleshooting was declined for the high and low blood glucose. The insulin pump was not returned for analysis.